Event description:
The doctor stated that a patient had received a medpor flexblock implant in 2001. The doctor stated that the posterior edge was thinning the skin in the temporal area and the patient was having discomfort. The doctor reported that he was concerned with extrusion and he removed the implant.

Manufacturer narrative:
The lot number was not provided by the reporting doctor and after review of our internal files, we could not determine a lot number. Therefore, we are unable to complete an investigation of internal device records.